Event description:
It was reported that the user experienced hypoglycemia after eating breakfast and then lunch without performing a meal announcement, resulting in the pump delivering insulin based on its algorithm and contributing to a glucose value of 61 mg/dl. Symptoms included hypoglycemia requiring carbohydrate treatment. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and user education with assignment for additional training on meal announcements. Investigation of this case revealed user error related to missed meal announcement, with the device functioning as designed by estimating insulin needs in the absence of user input. It was concluded, based on previously established findings for similar reports, that the cause was use error due to failure to announce the meal.